Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no numbers ramping up or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were doing fill cannula and hey stated that the buttons were not working. The customer's blood glucose level was 169 mg/dl. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. They stated that there was no change in the altitude and the minutes on the insulin pump changed. They stated that the insulin pump was beeping and vibrating without doing anything. The customer stated that the down arrow and the center buttons were bot working and they had a stuck button alert a week ago. The insulin pump will be returned for analysis.